Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). Two months later, a replacement surgery was performed. Upon explant, air was found in the reservoir due to holes being found in the component. There were no patient complications reported.